Manufacturer narrative:
The reagent lot number is 804154. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and determined the event was due to the partial occlusion of the vacuum nozzle for the cell rinse aspiration. He removed the occlusion and cleaned the affected nozzle. He verified the analyzer's performance by instrument checks and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 (a1cdx) results from over 200 patient samples tested on the cobas c513 analyzer commercial system. One example of discrepant results was provided: the initial result from the analyzer was 10.7%. The repeat result from the analyzer and another c 513 analyzer was 5.5%. The module flagged for moving averages, prompting the rerun of the patient samples. The repeat result was deemed correct.